Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "15 to 30 minute delay" occurred due to the client performed the setup in a separate room as a troubleshoot. However, the root cause of the phenomenon could not be identified. Additionally, a specific root cause of the phenomenon "when the scope is connected, the images become purple" could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed no error messages that may have been observed because of the failure. The patient condition was not impacted by the failure. No other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the images were normal and stable. The evaluation also found a damaged front panel and top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center image was present but had a defective image when scopes were plugged into the unit as the image became purple making it very difficult to discern polyps. The issue was found during therapeutic and diagnostic colonoscopy/endoscopy procedures. The procedure was delayed 15-30 minutes for troubleshooting and to set up another room to complete this procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).